Event description:
Baxter product surveillance contacted the home patient on (b)(6 2011 to follow up on a report relayed by a customer service specialist. He stated that he had had a check heater line alarm. The alarm repeated, so he disconnected the heater bag during therapy and added another bag in order to complete therapy. He had told his nurse about switching out supplies, and now knew of the contamination risk this posed. There were no adverse effects reported to be caused by this incident. There was patient involvement, but no medical intervention or serious injury reported.

Manufacturer narrative:
(B)(4). The event was a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a user error - reuse of single-use product was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.